Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any damage observed to the cartridge? If yes, please describe the damage. Were the missing staples noted prior to firing the cartridge or after firing? How much blood was lost (ml)? Did the patient require a transfusion? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when?

Event description:
It was reported that during a gastric bypass procedure, second charger, missing staples. Completed procedure with suture and clip different. Bleeding after surgery but just checked in five minutes. Damaged cartridge.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: it was a staple sleeve and did not work in part on a cartridge gold third shot (two green cartridges used before) leaving the stomach open on 2 sides about 30mm with absence of visible staples on the part . I leave open the side of the resected stomach and I closed the gastric tube with remaining points monocryl 2/0 leaving in place the calibration tube and continuous section of the stomach with another clamp for safety. Blood loss was minimal there was no fistula but the patient remained hospitalized 2 weeks. There was no reinforcement material stitching and no clips or anything else to come between the jaws of the clamp. There was no particular sensation or noise during closing of the clamp. The analysis found that one ec60a device was returned in good visual condition and with an ecr60g cartridge loaded on the device. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.